Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6);product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician (B)(4).

Event description:
It was reported changes were made to the compounded drug, but a bridge bolus was not programmed. The patient returned to the clinic three hours later to have the bridge bolus programmed. There were no patient adverse events or symptoms. The pump¿s old medications included morphine, bupivicaine and droperidol, but the pump was currently used to deliver hydromorphone, clonidine, bupivicaine and droperidol. .